Manufacturer narrative:
Corrected event to reflect the correct information. Updated: initial reporter occupation - administrator/supervisor. Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone insulation was observed to be peeled away from the tip of the cold jaw support without any detachment. No other failures were observed. Based on the returned condition of the device the reported failure mode ¿peeled; jaw¿ was confirmed. Specific actions for the reported failure mode ¿peeled; jaw¿ are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon removing hemopro device from packaging, nurse noticed silicone peeled from jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon removing hemopro device from packaging, nurse noticed covering on jaws was dislodged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.